Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A risk manager reported that during lasik flap creation in the left eye, there was poor suction after the laser fired. The procedure was converted to a photo refractive keratectomy (prk), and completed. There was no report of patient impact. No further information is expected.

Manufacturer narrative:
Evaluation summary: a review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The root cause could not be identified conclusively. Without sample, the root cause could not be determined conclusively. There are other variables taken into consideration during the surgical case ¿ eye anatomy, patient reaction, placement of the suction ring and applanation cone onto the patient¿s eye. (B)(4).